Event description:
Piggyback fluids noted to infuse back up into primary fluid bag when used with pump tubing. This was noted to occur immediately with new tubing or as long as 24-48 hrs after use. There is a potential for problems with drug interactions and pt blood levels of medications if unnoticed.